Manufacturer narrative:
Device passed the displacement test. Pump error 63(variable 3) alarmed during self test and confirmed in device history file due to a broken trace at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure error. The customer's blood glucose level was 218 mg/dl. The customer reported that the insulin pump got the error during self test. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the self test was performed again and the insulin pump failed the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.